Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivered pulse below lower limit during testing) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the reset was isolated to the defibrillator pca. Upon evaluation, there was contamination on connectors j1002aa, j1003aa, and j1000 on the computer/analog board. The cause for the resets was the contaminated pins. The root cause for the contamination was the ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor delivered a low energy pulse during pulse testing.